Manufacturer narrative:
(B)(4).

Event description:
It was reported that six months after a tka performed on (B)(6) of 2019, a revision surgery had to be made due to plate not being connected. The patient is experiencing excruciating pain near the patella and the tibia. The surgeon is recommending a total removal and replacement of a smaller or different unit.

Manufacturer narrative:
Were updated according to the new information received. Internal complaint reference number: case(B)(4) was corrected according to the new information received.

Event description:
It was reported that after a tka had been performed on (B)(6) 2018, a revision surgery had to be performed on (B)(6) 2019 due to plate not being connected. Patient did not fully recover.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient required ¿½ surgery due to the plate not being connected¿ approximately 6 months post-tka implantation. The patient reported that ¿in the process the top of my tibia was shattered¿. An updated email communication was received (dated (B)(6) 2022 and attached in eqms (B)(4)) as ¿op notes¿ shows a snip of the patient¿s surgical history indicating a tka was performed (B)(6) 2018 and a revision tka, 1 component performed (B)(6) 2019. However, the provided chartstiks (attached under related (B)(4)) from an email correspondence dated (B)(6) 2022 supports a revision of the left tibial baseplate, articulating insert and implantation of a gii long tibial stem on (B)(6) 2019. No further medical documentation has been received as of the date of this medical investigation. Unfortunately, without the requested medical documentation, further root cause analysis of the reported ¿plate not being connected¿ and ¿in the process the top of my tibia was shattered¿ and/or further patient impact cannot be assessed. The root cause of the reported events cannot be definitively concluded. The patient impact beyond the reported revision with tibial complication cannot be determined. No further clinical/medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.